Manufacturer narrative:
(B)(4). No sample and/or lot number were provided for evaluation. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: customer reports, "patient with cancer had a pancreatectomy and had a thoracic epidural placed for post-operative pain control. The epidural catheter was found to have become disconnected spontaneously and the epidural catheter was contaminated. The epidural had to be removed, and the patient did not want to go through another placement, and their post-operative pain control was poor." No injury reported.